Event description:
It was reported that the ligation loop did not loosen during a therapeutic endoscopy for polyp removal. The yellow hose joint (cylinder) was moved away from the handle (back and forth a few times) to tighten the loop and achieve the correct position. The physician followed the ¿emergency procedure from olympus¿ without complications. There were no further reports of patient harm. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the final investigation. Updated fields: b5, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is not established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
It was additionally stated that scissors were used to cut the ligation loop, as the loop did not tighten sufficiently and the procedure was completed with different equipment.